Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 397 to 525 mg/dl at the time of the incident. The customer kept getting bent infusion set cannulas. The customer was at 145 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. The customer also had a low of 35 mg/dl and treated for the low with food. The insulin pump will be returned for analysis.